Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 20 or more years ago. Evaluation was not possible, as the product was not returned. Product information required to review the device history records was no provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear, however, polyethylene wear after approximately 20-years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.